Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) unit is showing autofill failure alarm on its screen. There was no harm reported.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10 a getinge field service engineer (fse) evaluated the unit. Checked the machine and observed vacuum is showing -478 mmhg and pressure is showing 320 mmhg. Found compressor pressure and vacuum diaphragms are damaged due to aging effect. Replaced both from customer stock and problem rectified. Handed over the equipment to the customer in good working condition.

Event description:
N/a.

Event description:
It was reported that during a routine check, , the cs100 intra-aortic balloon pump (iabp) unit is showing autofill failure alarm on its screen. There was no patient involved.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.